Event description:
The reporter stated that fungizone neo/amphotercin b was to be administered to a newborn. A mono 20cc syringe was set to deliver in continuous mode at 2.9 ml/hr with a volume limit of 17.4 ml. It was set to deliver over a 6 hour period however, almost all of the syringe was delivered in approximately 30 minutes. The reporter was unaware of any pt injury or treatment.